Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem was not charging his batteries. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not charge batteries) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the inability to charge the batteries is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted form the damaged transistor. The pt received a replacement charger/modem.